Manufacturer narrative:
The event was reported to have occurred on an unreported date in 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to fungal infection. It was not reported if the patient was hospitalized for the event. Treatment was not specified, however it was reported pd therapy was withdrawn during the treatment. At the time of this report, the patient has recovered. No additional information could be provided because the reporter declined follow-up.